Event description:
It was reported that a physician's (B)(6) handheld device would freeze on the interrogation successful screen. The physician reseated the flashcard which resolved the issue but the screen freeze had been happening frequently and the physician wanted to have the handheld replaced. A replacement handheld was sent to the physician. The (B)(6) handheld in question along with the flashcard were returned to the MFR and product analysis has been completed. No anomalies associated with the handheld were noted during testing using the ac adapter or the main battery with a full charge. The device performed according to functional specs. During analysis of the flashcard, the screen freeze was confirmed and determined to be the result of a software error. Other than the above mentioned observations, the flashcard and software performed according to functional specs.